Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 17k045 and 17n009. Two single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on both devices, and the flow rates of the devices were found to be within specification. The reported condition was not verified for the returned devices. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 8 </noe> malfunction events. It was reported that eight small volume folfusors had flow issues during infusion. Six of the devices overinfused and two of the devices underinfused. The events occurred during patient infusion with no patient consequences. No additional information is available.